Event description:
In spain on (B)(6) 2026, it was reported that the patient accidentally pulled off the infusion sets.

Manufacturer narrative:
Name: ypsomed ag, country: switzerland, address ¿ line 1: weissensteinstrasse 26, city: solothurn, state: california, zip code: 4503. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.